Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2011, it was reported that in (B)(6) 2011, there was one instance when the pt was sick for (B)(6) with goosebumps, chills, vomiting, diarrhea, and a temperature "like a bad cold". The pt's pain physician told his pump physician that he needed to be seen right away because he was going through withdrawal. The pump doctor checked the pump and determined that it was working fine, but the morphine was degraded or went bad and he removed the drug. In (B)(6) 2011, it was reported that the catheter was confirmed to be fractured; 7.5cm broke off in the spinal area and they were not able to retrieve it. A total of 13 cm was removed when combining a small piece that the hcp trimmed off the original 89 cm catheter. A new distal revision kit was added to the original catheter and 29.1 cm of that was implanted. The new catheter length was 105.1 cm. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).